Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, the arrow clinical trainers were doing bedside precepting. After the trainee did the insertion, the needle was removed, and the back end (valve) was leaking. The catheter leaked when flushed. The catheter was removed. No medical intervention was reported. No patient injury or consequence was reported. The current patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one endurance assembly for evaluation. Visual inspection revealed the needle cannula was noted to be bent, however this damage is assumed to have occurred during transit as the customer stated the clinician was not aware of the needle bending. The endurance valve was inspected and was noted to be open slightly more than lab inventory valves. The total length of the catheter measured 65 cm, which is within specifications of nominal value 65 mm per catheter product drawing. The outer diameter of the catheter body measured 0.04460", which is within specifications of 0.038-0.048" per catheter product drawing. The inner diameter of the catheter tip measured 0.026", which is within specifications of 0.0245-0.0285" per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." No leaks were detected when the catheter was flushed with a lab inventory syringe. The catheter was then leak tested per d001357 rev. 09, which states, "the catheter shall not leak liquid when tested in accordance with the method given in annex c of bs en iso 10555-1." Annex c states, "apply a pressure of 300 kpa minimum. Maintain the pressure for 30 s. Examine the catheter/hub assembly, if present, and catheter tube for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." The distal end of the endurance catheter occluded and the side arm was connected to the leak tester and pressurized. Water began leaking from the proximal valve at around 30 kpa. The sample was sent to the manufacturing site for further investigation. They confirmed that the slit in the valve was more open than usual. They opened the valve to look for any other abnormal conditions, but none were found. The manufacturing site tried to replicate the failure mode by inserting the needle cannula without lubricant and at different angles into lab inventory valves. The damage was not consistent with the damage of the catheter returned. Additionally, the lab inventory catheters were still able to pass the leak test. Based on testing, the manufacturing site was not able to identify a root cause and the failure mode could not be replicated. A device history record review was performed, and no relevant findings were identified. The complaint of an endurance catheter leaking was confirmed by a complaint investigation of the returned sample. The endurance catheter valve was found to have a more open cut than normal. When leak tested , water leaked from the hole in the valve. The sample was sent to the manufacturing site for further analysis but they were unable to replicate the failure mode. Based on the sample returned and manufacturing feedback, the root cause is unable to be determined at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported on 10oct2022, the arrow clinical trainers were doing bedside precepting. After the trainee did the insertion, the needle was removed, and the back end (valve) was leaking. The catheter leaked when flushed. The catheter was removed. No medical intervention was reported. No patient injury or consequence was reported. The current patient's condition was reported as fine.